Event description:
It was reported that the pump stated: 'error 1870'. There was unknown patient involvement and unknown adverse event/harm reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: facility name "(B)(6)." The device was received for evaluation. Visual inspection showed the device was in good condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer's reported problem was duplicated, lec 1870 error was displayed. The cause of the issue was not determined. The motor will have to be replaced to repair the pump.